Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error and excessive no delivery alarms. The customer's blood glucose level was reported to be 198 mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.